Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521r, serial/lot #: -, ubd:- , UDI#:- h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the detached emitter. A0709 was coded for intermittent navigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when testing the trackable field of the emitter, the last 4th of the available field did not seem to be reachable. The user could intermittently navigate to the outer edges of the field, but it was not consistent. While troubleshooting there was no metal in field, no patient present. The manufacturer representative (rep) visually inspected the emitter and the white portion of emitter was starting to detach from the gray base, almost like the glue was loosing hold. No visible indication of negligence. There was no patient involvement.

Manufacturer narrative:
H3: the emitter (product: emitter 9735521r axiem 3 side mount, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that the emitter localizer components were damaged. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.